Event description:
The patient¿s spouse reported persistent high blood glucose (bg) levels that were difficult to bring down despite multiple correction boluses. The patient¿s bg levels had reached 540 mg/dl while the pod had been worn on their abdomen for longer than 48 hours. The patient¿s spouse noted that insulin on board was showing on the device, but the levels continued to rise rather than decrease. Due to the high bg levels, the patient went to the emergency room seeking medical assistance on (B)(6) 2026. There were no other symptoms reported. The patient was diagnosed with hyperglycemia and was treated with 2 bags of fluids and fast acting insulin. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.